Event description:
Healthcare professional reported "capsular contracture baker grade iii-IV" and "breast deformation and visual asymmetry". Later healthcare professional reported "pain", "deformity" and "suspicion of rupture ". Later healthcare professional reported "cystic formations" considered not device related. The patient was hospitalized. This record is for the right side. The device was explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii-IV.